Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls and displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll corporation for evaluation. The customer's report for "defib fault 72" was observed during device data log review. However, the device was put through extensive testing including bench handling, defib stress cycling, impedance and shock testing without duplicating the report. An internal inspection of the device found no discrepancies. Therefore, the pacer/defib engine was replaced as a precaution. The customer's report for "no response to controls input/selection" was not oberseved during the review of device data logs and device evaluation. An internal inspection of the buttons and display found no discrepanies. Therefore, the root cause is determined as no fault found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.